Event description:
Discordant, falsely low total bilirubin (tbil) results were obtained on a neonatal patient sample (drawn on three successive days) on the dimension rxl max with hm instrument. The discordant results were reported to the physician, who questioned the results. Corrected results from each sample were reported to the physician. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low tbil results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined that the cause of the discordant low tbil results was unknown. The fse replaced the reagent probe 2 transducer, reagent probe 1 and reagent probe 2 and aligned the sample probe. The instrument is performing according to specifications. No further evaluation of the device is required.